Event description:
It was reported that during a percutaneous peripheral intervention, stent dislodgement occurred. The target lesion was located in the iliac artery. A 6.0mm x 20mm x 75cm express ld iliac / biliary stent delivery system was advanced to the lesion and the stent came off the balloon before it was deployed. The physician advanced the stent delivery balloon back through the stent and successfully deployed the stent in the intended location. The procedure was successfully completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).